Event description:
It was reported that during an open thyroidectomy procedure, after around one hour of use, the surgeon and the scrub nurse found that there are bits and pieces of blue color, fiber-like plastics. Those pieces are suspected to be peeled off from the tissue pad of the device. A new device had been replaced and the surgery was completed with the second same-like device. Off the table, when the second device was activated with a closed jaw till the blade was overheated, the blade turned to have a bluish color coating after cooling down. The surgeon suspected that the "fibers" found are from the active blade together with the tissue pad's reaction. The surgery was prolonged 20 mins. The fiber-like matter is considered to be a foreign body to the patient.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.